Event description:
The customer reported that the patient was receiving doxorubicin, when the "second syringe leaked." Although requested, there are no more details provided regarding this event, and no report of patient or employee harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.